Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided indicated the flow diverter was implanted successfully with no device deficiencies. The procedure was successfully. The condition being treated was intra cranial aneurysm and the anatomical location was left internal carotid artery-clinoid (c5 segment). There was no surgical delay noted. The subject has a medical history of severe migraine headache and localized headache (start date: on (B)(6) 2010). The treatment or medications given to the patient to resolve the migraine were acetaminophen 250mg oral as needed was prescribed. Intra procedure imaging, showed flow diverter was fully apposed to parent artery wall. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient headache serious¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2022. Post procedure patient experienced intense migraine with pressure behind eyes and sometimes mild floaters, 1-2 times a week since (B)(6) 2022. Migraines reduced in frequency over time. At 6 month follow-up, patient had not had a migraine in 3 weeks. Acetaminophen 250mg oral as needed was prescribed for migraines. It was reported that the ae outcome for migraines was recovered/ resolved on (B)(6) 2023. Migraine was probably related to the study procedure and study device. Migraine was possibly related to the disease under study and to an underlying condition or disease. The patient experienced 4-6 episodes of 'intermittent short term memory loss' (short term memory loss) since (B)(6) 2022 up to 6 month follow-up, where the patient cannot remember what the patient did the day before, or a task that they completed 20 mins prior. It was assessed that the 'intermittent short term memory loss' was possibly related to the study procedure, study device, the disease under study and to an underlying condition or disease. No further information is available.

Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿. B2: executive summary : updated. B2: outcomes attributed to ae - corrected - "none". H1: type of reportable event ¿ corrected - no ¿serious injury'. H2: if follow-up, type: updated. H10; additional mfg narrative type: updated. Additional information received on 2-aug-2023 reported that the imr (independent medical review) recently assessed the events of 'migraines' and 'intermittent short term memory loss' (short term memory loss) were not device related, rather possibly related to study procedure and underlying condition or disease. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of undeterminable will be assigned to the reported 'device within specifications' as the product was not returned, and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2022. Post procedure patient experienced intense migraine with pressure behind eyes and sometimes mild floaters, 1-2 times a week since 6-oct-2022. Migraines reduced in frequency over time. At 6 month follow-up, patient had not had a migraine in 3 weeks. Acetaminophen 250mg oral as needed was prescribed for migraines. It was reported that the ae outcome for migraines was recovered/ resolved on (B)(6) 2023. Migraine was probably related to the study procedure and study device. Migraine was possibly related to the disease under study and to an underlying condition or disease. The patient experienced 4-6 episodes of 'intermittent short term memory loss' (short term memory loss) since (B)(6) 2022 up to 6 month follow-up, where the patient cannot remember what the patient did the day before, or a task that they completed 20 mins prior. It was assessed that the 'intermittent short term memory loss' was possibly related to the study procedure, study device, the disease under study and to an underlying condition or disease. No further information is available. Additional information received on 2-aug-2023 reported that the imr (independent medical review) recently assessed the events of 'migraines' and 'intermittent short term memory loss' (short term memory loss) were not device related, rather possibly related to study procedure and underlying condition or disease.